Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the cracks on the cases. Review of the event history log showed the pump displayed occurrences of power down messages due to double beeping. The investigation found that the pump double beeped during power up when the batteries were inserted. The problem source could not be identified. The downstream occlusion sensor was replaced as a preventive measure. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited beeping. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.